Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was over 400 mg/dl. The treatment was unknown given to the customer for high blood glucose. Customer was not using insulin pump within 48 hours at the time of event. It was unknown whether the customer was using auto mode feature at the time of event. Customer stated that the insulin pump was not turning on and was exposed to moisture. Customer stated that the fluid under the display and the battery compartment as they went for swimming. The insulin pump will be returned for the analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. On (B)(6) 2021 customer called on concern of a blank screen on the insulin pump. No further concerns were recorded. Proceed it with the following testing to assure proper functionality of the device. After multiple new batteries and battery caps unit remained on blank display. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short not allowing device to turn on or access to download. Force sensor zero offset within specifications (20.4 milivolts). Device also receive with cracked case (battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion, device came in with blank display due to corroded electronic assemblies.